Event description:
The patient reported having a high fever, pneumonia, low blood glucose (bg) levels and was confused all day. Patient reported discrepancies between the controller and dexcom sensor bg values. Dexcom bg values showed 150mg/dl and the controller showed 92mg/dl. Another incident was the sensor showing 192mg/dl and the controller showed 70 mg/dl. The patient was admitted to the hospital on (B)(6) 2025 where patient was treated with an insulin drip and had a fingerstick check every hour. Doctors also adjusted the patient's omnipod settings. The patient was discharged after 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.